Event description:
This lead was implanted on (B)(6) 2004. Patient called patient services on (B)(6) 2011 and stated that one of his leads needs to be replaced. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).